Manufacturer narrative:
This lead has not been return for analysis. If information is provided in the future, or if the lead is returned and analysis completed, a supplemental report will be issued.

Event description:
It was reported that this implantable defibrillation lead was attempted at implant due to therapy upgrade from a subcutaneous implantable cardioverter defibrillator (s-ICD) system to a transvenous implantable cardioverter defibrillator (ICD). It was reported the patient coded part with through the procedure and subsequently expired during the procedure. The physician believed there may have been a perforation as the lead position was noted to be out farther than expected. There were no allegations against lead functionality.